Manufacturer narrative:
Followup submitted to correct section g3 for date received by manufacturer/ awareness date. Updated section b4 for report submission date, g1 for follow-up report submitter, g6 for report type and follow-up number. Updated h2 for follow-up type.

Manufacturer narrative:
If the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. (B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.